Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated damage at implant and stretching. (B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to get the lead helix to extend, both in the body and on the table. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.